Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the xvi treatment center looked wrong.

Manufacturer narrative:
D4: UDI updated. H11: updated: the customer reported that the xvi treatment center looked wrong. An investigation was attempted by conducting an evaluation of the product and the reported information. The customer was contacted several times for data required to investigate the reported problem. Attempts to obtain additional information were unsuccessful. The case was opened stating the wrong isocenter (0, 0, 0) was imported into mosaiq. In the promote data window, it is clear that the isocenter values were not the same value for all fields in the plan since a ? Was present and "inconsistent isocenter position" warning was visible. If the user chooses to promote the plan with the ? Values, any existing isocenter values will be removed from the site setup. The user then has to manually select the iso center values desired for site setup. The customer was expected to select the isocenter in site setup ahead of treatment so the correct isocenter reference would be used to position the patient. The audit log shows "cbct: user continued operation despite isocenter mismatch." Based on the information that was provided, mosaiq is working as intended. The actual mistreatment was due to use error. The data needed to complete a physics review to assess the impact of the actual mistreatment was not provided; therefore, a physics review cannot be completed for this incident.